Event description:
It was reported the right ventricular (rv) lead experienced a sudden decrease in sensing. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: reviewed of the device performance data indicated the lead exhibited decreased p-wave amplitude and falling impedance.